Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, the gun got stuck during firing. They then replaced the reload. The same thing happened again with the second reload and the firing knob of the device broke during unlocking. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.